Manufacturer narrative:
Additional information: section d added serial #: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.9cm from the iab tip. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty inserting the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint#: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire could not pass through the sheath. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire could not pass through the sheath. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire could not pass through the sheath. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.